Event description:
It was reported to philips that the host computer had lost the connection, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the host computer had lost its connection, preventing a full system boot. Analysis of the log file showed errors related to the host pc connection. Upon troubleshooting, the fse observed that the host system was unable to initiate exposure after startup, and the x-ray functionality could not be enabled. Further investigation showed that the lan cable connecting the ts switch to the host was inactive. Additionally, the lan connection between the host and the ippc was also inactive, preventing communication with both the ippc and ts switch. To resolve the issue, the fse reseated the ts power cord, cleaned all lan ports, and reseated all lan cables at the host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.